Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter in the access site of the femoral vein for the treatment of lower extremity venous thrombosis. During the procedure, the filter leg became entangled and failed to fully deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4.manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot.investigation summary: the physical device was not returned for evaluation. Three single frame fluoroscopic images were provided and reviewed, image 1: the device has been deployed, and the legs are tethered and have not opened fully. Image 2a: a venacavagram: the diameter is being measured and image 2b: the device has been released from its sheath and has failed to open fully. Image 3: similar to image 1 in which the deployed device has not opened fully due to tethering of the legs. Therefore, the investigation is confirmed for the reported activation failure including expansion failures as the legs are tethered and have not opened fully. A definitive root cause for the reported activation failure including expansion failures could not be determined based upon the provided information.labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter in the access site of the femoral vein for the treatment of lower extremity venous thrombosis. During the procedure, the filter leg became entangled and failed to fully deploy. The procedure was completed using another device. There was no reported patient injury.